Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was displaying comm loss for all transmitters in the emergency department (ed). It was later found that the switch that connects the ed switch to the second-floor switch (it contains both multiple patient receiver's (org's) for the hospital) was turned off, thus preventing communication between the transmitters in the ed to the cns in the ed. Once the switch was powered on, communication was restored between the devices. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of communication loss is related to use error. The customer discovered that one of their network switches connected to the reported devices was turned off. The issue of comm loss was resolved after the switch was powered back on. The switch is controlled by the customer and is not an nk device. There is no evidence of an nk device malfunction. Additional information: b4 date of this report d8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that their central nurse's station (cns) was displaying comm loss for all emergency department transmitters.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying comm loss for all ed transmitters. No harm or injury was reported. It was later found that the switch that connects the ed switch to the second floor switch (it contains both multiple patient receiver's (org's) for the hospital) was turned off, thus preventing communication between the transmitters in ed to the cns in ed. Once the switch was powered on, communication was restored between the devices. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying comm loss for all ed transmitters.